Manufacturer narrative:
During the quality investigation testing the device exceeded the maximum allowable temperature on the spindle housing and there was excessive noise and vibration from the motor. The bearings and the rotor were replaced. The device has been returned to the customer.

Event description:
It was reported that the hand piece failed the maximum temperature rise while at the MFR. There was no pt involvement and no adverse consequences were reported.